Manufacturer narrative:
G.4. K201075; k251654. Our quality engineer inspected the photograph submitted for evaluation. Your report of a leak was confirmed based on the circumstantial evidence that was observed in the photograph that was provided for investigation. The photo showed one 22g insyte autoguard IV catheter with evidence of use. At the tip of the blue adapter, it was noted that blood residue appeared to fill the space between the external surface of the tubing and the internal surface of the adapter. This area was circled with a red overlay on the image. The leak path could not be discerned from the image and the observable features on the submitted photograph as it did not contain enough information to identify a specific root cause of the reported event. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insyte autog bc wing catheter has a hole in it. We have a lot (#5188475) of 22g catheters that have holes in them. The patient's blood is leaking out of the insertion site, however, the blood control is still in tact. So there's a hole in the tip of the catheters. Customer responded on 17-jun: this has happened on multiple occasions, the first being (B)(6) 2026 at 1000 am. The next was my coworker (B)(6) on (B)(6) 2026, and the last one being (B)(6) 2026 with me again. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. 2/3 patients with needle phobia got faint and lightheaded seeing blood run down their arm out of the insertion site. Again, the blood control is intact, but the leak appeared to come from a small hole in the tip of the plastic catheter.